Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, an acute myocardial infarction (mi) occurred. The initial procedure occurred in 2007. The physician placed a taxus express2 drug eluting stent, unk size, to the circumflex (cx) artery. No patient complications were reported. The patient was prescribed aspirin and plavix. Approximately 2 weeks prior to the mi, the patient stopped taking aspirin and plavix for an upcoming esophageal surgery. Two days after stopping his medications the patient presented to the hospital with an mi. The patient has not been brought to the catheterization lab due to other issues. The patient's condition is unk. Add'l information regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.